Manufacturer narrative:
Investigation included user education and troubleshooting with a recommendation to contact the healthcare provider and arrange additional training. Investigation of this case revealed the cause of hypoglycemia was unclear. It was concluded that no device alert was active at the time of review and that further training was advisable. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Event description:
It was reported that the user experienced recurring faint beeping from the device and episodes of low glucose, during which blood glucose questionnaires were collected, and the user treated with oral carbohydrates including cheese, yogurt, a cookie, and juice. Symptoms included hypoglycemia. Outcomes included transient interference with device function and the need for user guidance.